Event description:
It was reported the patient had recently had their stimulator replaced. Stimulation was different after the implant was replaced from the restore to the restore sensor. The patient was sold on the idea of the stimulator being smaller and using adaptive stimulation. The patient was upset the new stimulator had less programs, a different pulse rate, had to be recharged more frequently, was harder to charge, and had different coverage. The patient had an appointment on (B)(6) 2014. The patient reportedly had about a (B)(6) reduction in symptoms, yet had a lack of therapeutic effect. Impedances were reportedly fine. X-rays were taken and results showed the leads hadn¿t moved at all, they were in the same position. The manufacturer representative (rep) had no idea why it was not working the same as the patient¿s previous device. The leads were ¿not touched¿ and programming was set up as it was before. The manufacturer representative (rep) programmed the exact same setting that the patient previously had and the patient didn¿t get the same coverage following the replacement. The rep adjusted the rate to be around¿ 55-80ish¿ and coverage wasn¿t in the same location and didn¿t feel the same. The patient also had issues with the sensor feature of the adaptive stim, it would increase when she didn¿t want it to. Thus, she had turned the sensor feature off. The patient believed the issue was with the neurostimulator. The patient¿s was reportedly doing ¿so so¿ as she was getting therapy but was not happy. The patient still had concerns with their device or therapy but was working with the physician or rep. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3487a, lot# unknown, implanted: (B)(6) 1996, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).